Event description:
It was reported that the aq2015a silicone three piece lens tore as it was entering the eye. The lens was removed and replaced wit another same model lens without any patient injury. The reporter stated they later discovered the event was the result of a loading error.

Manufacturer narrative:
Results: visual inspection of the returned product showed the lens was cut in 2 pieces and a piece of the optic was torn off and missing. There was a clear surgical residue on the lens. (B)(4).

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4).